Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced, resistance was met with the heavily calcified, highly stenosed anatomy resulting in the reported failure to advance. In addition, as the sds was advanced it is likely the hemostatic valve was not fully opened and as a result an interaction between the stent and hemostatic valve resulted in the stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified right ostial coronary artery that was highly stenosed. Rotablation was performed on the lesion. After a 3.50 x 12 xience prox stent delivery system failed to cross the lesion, it was noted that the stent was not attached to the balloon. The stent was found inside the hemostatic valve. The procedure was successfully completed with another device. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.